Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jan-2018 with the following findings: a battery was not returned with the pump for investigation. On investigation, electrical current draws were found to be within specifications. The black box data confirmed a sudden drop in voltage resulting in a low battery alarm and replace battery alarm on the date of the reported event. The pump was exercised for 24 hours without any overheating occurring. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was alleged that the pump caused the patient to have a blood glucose higher than 250mg/dl but less than 500mg/dl without symptoms. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.